Event description:
On (B)(6) 2021, a customer from (B)(6) reported to biomérieux that they observed discrepant results (suspected false negative results) when testing a patient sample with vidas sars-cov-2 igg (9cog) 60t (ref. 423834, batch 1008685700, expiry date 14-apr-222) compared to another method. The customer obtained the following results with this patient sample: vidas sars-cov-2 igg (9cog) 60t : 0.01 tv (negative interpretation). To be noted that at time of reporting, there was no confirmation from the customer that this result was obtained with vidas sars-cov-2 igg (9cog) 60t and the provided reference values (cut-off of 1.4) did not match with those for vidas sars-cov-2 igg (9cog) 60t (cut-off of 1). Other method for igg detection (cmia technique): 9864.5 ua/ml (positive interpretation - cut-off of 50 ua/ml). It was reported that the patient was vaccinated with pfizer vaccine. There was no evidence of any patient harm or incorrect treatment due to the reported discrepant results. A biomérieux internal investigation was initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
A customer in spain notified biomérieux of obtaining a suspected false negative result when testing one patient sample on vidas sars cov-2 igg (ref (B)(4) lot 1008685700) while the sample was positive using another method (cmia method). Customer confirmed that this patient has been vaccinated for cov-2 (pfizer). An internal investigation was initiated. The customer's sample was not available to return for the investigation. Investigation: the analysis of the batch history record for the vidas sars cov-2 igg lot 1008685700 showed no anomaly during the manufacturing, control and packaging processes. No non-conformity nor CAPA is linked to the customer's complaint. Control chart analysis was carried out on 4 internal samples ( 1 sample with a negative target and 3 with a positive one), using 7 batches of vidas® tests (including the lot mentioned by the customer). All values are within specifications, and the customer's lot is consistent with the trend of the other lots. Next the complaints laboratory tested 4 internal samples (1 sample with a negative target and 3 with a positive one) on retained kit of the customer¿s lot. Results were within the expected specification. They did not observe any significant difference of their activity compared to those observed before the batch release; there was no drift in result values over time with this batch. Conclusion: according to all information above, no issues were found regarding the control chart analysis, quality data, or the tests performed on internal samples. The lab did not reproduce the customer¿s issue of obtaining a negative result when testing a positive internal sample. The customer is unable to submit a portion of their sample to the complaint investigation laboratory. Without any of the concerned sample, it is not possible to pursue further the investigation. Thus the root cause cannot be confirmed. According to the data mentioned above, there is no reconsideration of vidas sars cov-2 igg ref. (B)(4) lot 1008685700.